Event description:
It was reported that during a starr procedure,the device cut but did not suture. It was then necessary to cut the prolapsed tissue by using scalpels. The surgeon also felt that in closing the device the orange indicator was fully in the green range of the gap setting scale after idling. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.